Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic inguinal hernia repair procedure via the transabdominal preperitoneal approach on (B)(6) 2016 and suture was used. By the end of the procedure, while trying to close the fascia of the trocar site, the surgeon broke the needle in its center when the broken part, the tip, was inside the patient's body. The surgeon was unable to find the needle and it remained inside the patient's body. The surgeon opined that the needle is not located in an area that endangers the patient and therefore, he is not concerned about a long-term or a short-term damage to the patient. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
.

Manufacturer narrative:
It was reported that the tip of the needle was not retrieved. The surgeon opines that it retains somewhere in the fascia area and there is no harm expected to the patient. The surgeon does not plan to return the patient to surgery to remove the needle tip. The actual sample was returned for evaluation. Visual examination revealed that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.